Event description:
It was reported, episodes of noise resulting in oversensing were observed on the right ventricular (RV) lead. The lead was capped and replaced to resolve the event. The patient was stable.